Event description:
My daughter has gotten headaches and becomes very dizzy during games to the point of nearly passing out. We have tried multiple different masks with no improvement. FDA safety report ID # (B)(4).